Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced fluctuating blood glucose levels over several weeks, including high glucose levels during dinner and extreme lows the following morning while using the device for approximately two and a half months. The patient stated that these fluctuations had been more prominent recently. She reported changing her target setting from ¿less than¿ to ¿high¿ without any guidance from a trainer or healthcare provider, after which she believed her glucose control worsened, leading her to change the target setting back. She also reported having been on antibiotics for about 10 days, which she believed might have contributed to her fluctuating glucose levels. The patient stated that her high glucose levels ranged from 250¿275 mg/dl and her low glucose levels dropped to as low as 40 mg/dl. She also reported having gastroparesis. During high glucose episodes, she allowed the algorithm to correct. The patient explained that she typically did not experience symptoms during most low glucose episodes and was able to treat herself with juice; however, when her glucose levels fell into the 40s, her husband assisted by bringing juice, soda, or peanut butter crackers. At the time of the call, her data had been synced for review. She reported having attempted to contact clinical support but had difficulty reaching them, and follow-up was arranged with additional training support. Subsequently, the patient received further training and guidance. She reported that her target range had been set back to ¿usual¿ and that she had been advised not to announce lunch meals due to consuming very small amounts of carbohydrates. The patient stated she was satisfied with the recommendations and reported no low glucose events for the preceding two days. She noted ongoing improvement in glucose control since receiving additional training. During a follow-up discussion, the patient stated she had experienced more than 10 low glucose episodes since starting on the device. She explained that although she was able to treat lows independently, her visual impairment sometimes required assistance from her husband, particularly at night. She also stated that her glucose control had continued to improve following the most recent training. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.